Event description:
It was reported that during an unknown procedure staples were malformed after the firing. The surgeon used hand sewing to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Results: nonconforming handle weld the analysis results confirmed that the device was returned nonfunctional. The instrument was received with the magazine detached from the handle due to insufficient magazine to handle weld. No functional test was performed due to the condition of the device. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.